Event description:
It was reported the patient¿s stimulator worked well for three months. After that, the stimulator never really worked or controlled symptoms and the patient could not tell a difference between the device being on or off. Multiple reprogramming sessions did not resolve the issue. The patient wanted the device removed, as they had not used it for a year. Before the patient had turned stimulation off, they could feel stimulation fine. One month later, the patient still had concerns regarding their device or therapy. Two months after that, the patient had a loss of therapeutic effect. Stimulation was confirmed on, but the patient could not feel it. Changing the program and increasing stimulation did not resolve the issue. There were no falls or traumas associated with the issue. Seven months later, the patient¿s stimulator was removed. One lead had not been working and caused a lack of therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v188958, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3093-28, lot# v188958, implanted: (B)(6) 2009, product type: lead; product ID 3093-28, lot# v188958, implanted: (B)(6) 2009, product type: lead. (B)(4).